Manufacturer narrative:
Citation: apostolidou e et al. "Association between red blood cell transfusion and 30-day readmission following transcatheter aortic valve replacement." Structural heart. 2019. 3 (1): 53¿60. Doi: 10.1080/24748706.2018.1529448. Epub 2018 oct 25. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the association between post-procedural packed red blood cell transfusion following transcatheter aortic valve replacement (tavr) and 30-day all-cause readmission in addition to the incidence, causes and predictors of early readmission following tavr. All data were collected from a single center between march 2012 and december 2017. The study population included 417 patients (predominantly male; mean age 82 years; 97.8% were white), 7 of which were implanted with a medtronic corevalve bioprosthetic valve (no serial numbers provided). Among all patients, 12 deaths occurred during the index hospitalization and were excluded from the final study analysis. Based on the available information, medtronic product was not directly associated with the death(s). Among all patients, adverse events included: valve-in-valve implantation, new permanent pacemaker implantation, peri-procedure right ventricle perforation/tamponade, cardiac surgery post-tavr, cardiac arrhythmia, new atrial fibrillation, myocardial infarction, cardiogenic shock, infections, stroke, transient ischemic attack, major vascular complication, and major bleeding. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.